Event description:
It was reported that the postoperatively the patient developed an infected groin site where the catheter/introducer had been inserted. There was leaking noted from the wound. The patient received oral antibiotics for seven days. The patient is enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).